Manufacturer narrative:
Results: photos were received and evaluated showing defect. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5120651. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened to document the investigation path and corrective/preventative actions taken to remediate this defect.

Event description:
It was reported that blood in the 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta was partly clotted. No serious injury or medical intervention reported.